Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead had pulled back to the svc. The patient presented into the clinic because patient was experiencing diaphragmatic stimulation. The patient believes the diaphragmatic stimulation started a few days after tripping over a dog. The lead was removed, flushed, and then re-implanted in the patient. The lead tested fine after repositioning and the patient did not experience complications before, during or after the procedure.